Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The device was inserted into a patient who was undergoing an appendectomy. The nurse withdrew the needle when blood return was visualized, but felt resistance when threading the catheter. The nurse withdrew the catheter and found the catheter had broken. The insertion point was dissected, but the broken piece of catheter tubing was not found.